Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2005 and a total left hip arthroplasty on (B)(6), 2007. Subsequently, patient's legal counsel further reports patient allegations of pain, infection, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient¿s operative (op) notes reports patient underwent a two-stage revision (B)(6) 2007 and (B)(6) 2007 on the left hip due to infection. Revision op notes report the presence of clear effusion and ossification in the residual superior capsule during the second procedure. The head, stem, taper insert, and cup were removed and replaced. Additional information received from patient¿s operative notes reports patient was revised on the right hip (B)(6) 2013 due to an acetabular fracture and loose acetabular components. Revision op notes report the presence of pseudocapsule with effusion, black staining, metallosis, healed acetabular fracture, and loose acetabular component. During the procedure, the revision report notes the femoral component was anteverted. In addition, the inferior screw was found broken and was partially removed with the remaining portion of the screw being left in place. The cup, screws, head, and stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 10 of 12 mdrs filed for the same event (reference 1825034-2013-05701 / 05708 and 1825034-2014-03391 / -03394).